Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap cracked when it was screwed onto the transfer set. There was no visible damage to the packaging. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Device manufactured date: jan. 27, 2016 to feb. 04, 2016. The device was received for sample evaluation. A microscopic visual inspection was performed and identified a crack in the cap. Leak testing was performed and found the crack was a non-leaking surface crack. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified and the cause was determined to be due to use error of overtightening the cap onto the transfer set. Use errors and proper user instructions are addressed in directional insert accompanying the product. The insert instructs the user to avoid over-tightening the minicap disconnect cap. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.